Manufacturer narrative:
The device was not returned for evaluation and the lot number was not provided. Per the mynx instructions for use: the safety and effectiveness of mynx have not been established in the following pt populations: pediatric pts or others with small common femoral arteries (<5 mm in diameter). Pts with clinically significant peripheral vascular disease in the vicinity of the puncture. Based on the info reported, the root cause for the incident is use of the mynx vascular closure device in a vessel < 5mm and the presence of peripheral vascular disease in a vicinity of the puncture.

Event description:
A female pt underwent a diagnostic carotid procedure (date unk) via a 6 french procedural sheath placed in the common femoral artery. The artery, estimated to have a 2 1/2 - 3 mm lumen diameter, reportedly had diffuse calcium in the vicinity of the puncture site. The procedure was performed without complication followed by placement of a mynx vascular closure device for arterial access site hemostasis. The mynx device was successfully deployed by a trained operator. Hemostasis was successful and the patient was discharged per hospital protocol. One week post procedure, the pt returned to the hospital due to pain in the ipsilateral leg. Doppler ultrasound was reportedly performed and detected a flow disturbance. A second percutaneous procedure was performed which was successful in restoring flow to the artery. The retrieved emboli were sent to pathology for investigation, and results confirmed that foreign body material was the source of the embolism. No further clinical sequelae were reported.